Event description:
It was reported that a user¿s freestyle libre 3 plus sensor pairing initially failed with the ilet system, displaying that the sensor was already in use in the mobile application and indicating that the ilet was not paired. During this time, the user experienced elevated glucose levels, with a reported value of 280 mg/dl, and insulin dosing was stopped while the system was without sensor data. The issue is consistent with an intermittent communication failure involving electrical and magnetic components, specifically the antenna. Troubleshooting was performed, including forgetting and repairing bluetooth connections and rescanning the sensor. Following these steps, the ilet successfully connected and began receiving glucose readings, and the issue was resolved. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The investigation included communication with the user and analysis of the information provided. Investigation of this case identified an interoperability problem between the ilet system and the sensor ecosystem, consistent with intermittent communication failure involving the antenna component. Based on previously established findings for similar reports, the cause was attributed to a component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.